Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that during rewind the insulin pump had an alarm which was generated when a power system error was detected and this error did not prevent the insulin pump from running error. Customer blood glucose value was 235 mg/dl. Notification light did not stop flashing immediately. This was the second occurrence of the alarm. The customer was able to complete the reservoir and tubing process. The insulin pump will be returned for analysis.